Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported low blood glucose event. Customer sideswiped the car due to low blood glucose. The blood glucose level was 19 mg/dl. Customer was in a meeting all morning and did not realize how low he was. The sensor did not inform him of the low blood glucose. The paramedics were called, customer was treated for one hour in the ambulance with sugar water. Customer ate lunch after the paramedics left the scene. Nothing further reported.